Event description:
A customer contacted baxter's global technical service center to report a check patient line alarm on the homechoice machine during the initial drain. The technical service representative (tsr) explained the alarm and had the caregiver (cg) close the transfer set and check the patient line for kinks, closed clamps, and fibrin. The cg stated there were some air bubbles in the patient line. The tsr assisted the cg to end therapy and the cg would call back with any problems. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
The on/off tab broke off when the patient attempted to suction his mouth. Reporter indicated the plastic sliding on/off button broke. The patient was not harm and a new device of the same model was used to complete the procedure.

Manufacturer narrative:
(B)(4). The root cause of the check patient line alarm with air bubbles observed was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should a sample become available, a follow-up report will be submitted upon completion of the evaluation.